Event description:
In an article titled "evaluation of percutaneous surgery in the treatment of thoracolumbar fractures. Preliminary results of a prospective study on 65 patients", a study of sixty-five patients were evaluated. The mean age at the time of the surgery was 45.4 years (range, 19-72 years). The main indications were single fracture of the thoracolumbar spine (t11 to l2) with no disk or ligament instability. All the patients in the series underwent one surgery with a certain device alone (49 cases) or associated with a different device which is a minimally invasive osteosynthesis (16 cases). Complications -a postoperative hematoma in a patient who underwent osteosynthesis with a device requiring revision for drainage at 72 h via two wiltse paraspinal approaches.

Manufacturer narrative:
(B)(4) - hematoma. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.